Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the right internal jugular vein was punctured, guidewire inserted and advanced into the inferior vena cava. The physician attempted to remove the guidewire after inserting the sheath and was unsuccessful. Another physician from cardiovascular surgery removed the guidewire successfully. There was no reported patient injury.

Event description:
It was reported that the right internal jugular vein was punctured, guidewire inserted and advanced into the inferior vena cava. The physician attempted to remove the guidewire after inserting the sheath and was unsuccessful. Another physician from cardiovascular surgery removed the guidewire successfully. There was no reported patient injury.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. During final review of the reported event, this event was reassessed and determined to be not MDR reportable. However, an initial MDR has already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification.